Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was a blue screen issue. It was impossible to switch from the registration activity to the navigation activity as a blue screen would appear. In particular while using the navigation pointer. While using the tracer pointer the system works correctly. The next step was to replace the computer. Additional information was received from the site stating that the reported issue occurred during an endoscopic approach for hypophysary adenoma (electromagnetic endoscopic skull base procedure). The procedure was able to be completed with the use of navigation but with limited functionality. There was a 30 minute delay to the case. There was no reported impact to the patient.

Manufacturer narrative:
Patient information was unavailable from the site. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735225r, serial/lot #: (B)(4) the manufacturer representative went to the site to test the navigation system. The computer didn't work properly. There was a b lue-screen issue during the navigated procedure. The computer was replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The computer (product ID: 9735225r) was returned and analyzed. The computer booted normally to the application screen. The installed programs all started and ran normally. There were no errors found. Codes b01, c19 and d14 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.